Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation did not indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection of the attune consignment instrumentation trays at (B)(6) hospital, it was discovered that the white numbers and markings on four attune proximal uprods and four attune measured sizing rotation guides had washed off, either completely or partially, over time during processing of the instrumentation by (B)(6) personnel. Replace uprods and guides are needed to complete the consignment trays. No surgical delay.